Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve a left bundle branch block (lbbb) and mild paravalvular leak (pvl) were observed. No treatment was reported. No adverse patient effects were reported. Three days following the valve implant procedure, the patient reported having been in a ¿usual state of health¿ but became lightheaded and sat down due to near syncope and moderate weakness. Emergency medical staff were called and upon arrival hypotension was identified. The blood pressure was in 90 millimeters of mercury (mmhg) range with an onset of atrial fibrillation. The patient was taken to the emergency department. Troponin measured 219.4. As reported, a myocardial infarction had not occurred. A chest x-ray noted no active chest disease. Of note, the patient did have a history of paroxysmal atrial fibrillation/flutter and sinus node dysfunction. The physician indicated that the event was possibly related to the valve and valve implant procedure. Atrial fibrillation management was required. Magnesium oxide provide orally, and a sodium chloride bolus given intravenously. The patient was discharged within 24 hours and the incident was reported to have resolved the same day.

Manufacturer narrative:
Continuation of d10: product ID d-evprop2329us. Product lot/serial number (B)(6). Product type: delivery system. Implant date na. Explant date na product ID l-evprop2329us. Product lot/serial number (B)(6). Product type: loading system. Implant date na. Explant date na note: see regulatory report #2025587-2022-01442. Associated with a different adverse event with this patient following implant. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction to h10 of the previous report to reference the CAPA #. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.